Event description:
The smart control sds was noted to be slightly deployed prior to insertion into the patient. The account was advancing the unit over the wire outside the patient, and noted that the locking pin was no longer in the handle of the catheter. It was then noted that the stent had slightly deployed. The product was removed from the wire and never entered the patient. Another smart control was used successfully. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.